Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 550 mg/dl. The customer stated that her hcp instructed her to call in to get the insulin pump replaced. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with motor error alarms during basic occlusion test due motor excessive axial play. However, the insulin pump passed occlusion test, prime, excessive no delivery test and displacement test. The insulin pump returned with cracked case around corner of display window, cracked reservoir tube and cracked battery tube threads and missing end cap sticker.